Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead presented a lead safety switch (lss) due to a high out of range pace impedance measurement. Technical services (ts) reviewed the lead trend and noted stable impedance variability from 1500 to 1900 ohms since implant. Ts also noted that the specified impedance range for this lead was 200 to 3000 ohms. Ts provided programming recommendations and suggested increasing the out of range threshold to 3000 ohms. No adverse patient effects were reported. This device remains in service. Additional information was received. This crt-p and lv lead exhibited another lss due to a high out of range pace impedance measurement. As a result of the lss, sensing was set to unipolar configuration. The health care professional (hcp) observed noise on the lv channel; however, the noise was not being sensed. Ts provided additional programming recommendations. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead presented a lead safety switch (lss) due to a high out of range pace impedance measurement. Technical services (ts) reviewed the lead trend and noted stable impedance variability from 1500 to 1900 ohms since implant. Ts also noted that the specified impedance range for this lead was 200 to 3000 ohms. Ts provided programming recommendations and suggested increasing the out of range threshold to 3000 ohms. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead presented a lead safety switch (lss) due to a high out of range pace impedance measurement. Technical services (ts) reviewed the lead trend and noted stable impedance variability from 1500 to 1900 ohms since implant. Ts also noted that the specified impedance range for this lead was 200 to 3000 ohms. Ts provided programming recommendations and suggested increasing the out of range threshold to 3000 ohms. No adverse patient effects were reported. This device remains in service. Additional information was received. This crt-p and lv lead exhibited another lss due to a high out of range pace impedance measurement. As a result of the lss, sensing was set to unipolar configuration. The health care professional (hcp) observed noise on the lv channel; however, the noise was not being sensed. Ts provided additional programming recommendations. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.